Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be definitively identified. Based on the results of the investigation, the foreign material observed on the eyepiece is most likely attributable to reprocessing that was not performed in accordance with the instructions for use (IFU). The event can be detected/prevented by following the instructions for use which state: IFU figure number: (B)(4) revision:30 oes cystonephrofiberscope cyf-5/cyf-5a chapter:2 instrument nomenclature and specifications,2.2 endoscope functions should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that foreign material was present in the eyepiece of the cystonephrovideoscope. There was no patient involvement.